Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5170081.

Event description:
Voluntary medwatch received on 5/21/2025 reported: tandem diabetes' newest pump (mobi) has had issues recently giving very frequent "occlusion" alarms that are untrue. I and several other patients have had this issue. These false alarms cause the pump to suspend what is supposed to be continuous insulin delivery. Even after completing all the steps they suggest solving this issue, the alarms continue. I have used multiple types of infusion sets as well as different areas on my body. It is evident with my glucose levels that the continuous rate (basal rate) is uninterrupted therefore there is not an actual occlusion. It seems to only occur when a bolus is given whether by me or the pump. This happens in the middle of the night as well and I am a light sleeper so I can wake up and tell the pump to resume insulin delivery. If I didn't wake up, though, there is a severe risk of ketone production ending in an episode of diabetic ketoacidosis (dka). After a long time communicating with the company, they are sending a pump replacement but do not have an answer as to why these false occlusion alarms are happening. I believe they need to fix the issue before they start anyone else on this insulin pump.